Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited cassette not attached. No adverse effects were reported.

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
H3: one cadd solis vip pump was received with scratches and cracks on the lcd lens screen. The event history log was reviewed and there was no evidence of the reported issue. Functional testing was performed by attaching a cassette to the pump. The functional test failed and this was verified via mu status mode. A cassette not attached properly error alarm emerged during the functional test. The mu mode also showed a nonreactive downstream occlusion sensor (dso). The dso sensor will be replaced to resolve the issue.